Event description:
It was reported that during an l5-s-1 microdiscectomy surgical procedure, it was observed that the motor device had "low rotations per minute (rpms)". There was no delay to the surgical procedure as an identical spare device was available for use. The surgery was completed successfully. There was patient involvement reported. However, no injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the deivce passed all operational specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.